Event description:
The customer reported that the insulin pump had an error alarm. Troubleshooting was performed, and the displacement test failed. Advised the caller that the device will be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Manufacturer narrative:
Motor error alarm during rewind due to corroded motor home switch. Unable to verify displacement test due to motor error alarm.